Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead 2002 (B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert triggered. The high-voltage and superior vena cava (svc) right ventricular (rv) lead impedances suddenly went from 50 ohms to greater than 200 ohms and there may be an rv lead coil fracture. It was also reported that in the previous month the patient received numerous inappropriate shocks for noise. The detections were off and the patient was wearing a life vest. The patient also stated they had fallen. The lead remains in use. No further patient complications have been reported as a result of this event.